Event description:
It was reported that the patient experienced a return of symptoms. Lead impedances were less than 600 on 2 bipolar combinations. Lead impedances on other combinations were within normal range. The extension and device were removed, upon inspection it was noted that there was blood in the lead to extension connection and also "some small spots in the extension body". It was also noted that the cylindrical boot used was not the boot that comes with the extension kit. Following the device replacement, all impedances were normal on all monopolar combinations. The patient recovered without sequela.